Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identification will not work required password or witness to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3-1 unit was intermittently going off the bus due to a loose core road board header cable connection, which caused repeated system reboots and led to the initial biometric identifier (bio ID) issue. The field service engineer (fse) reinstalled the lumidigm shim update package version 1.3 to ensure the correct drivers were in place. The row board cable header connection on the drawer board was cleaned and reseated, resolving the bus issue and the functionality was tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.